Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a grip tang bent likely causing issue reported by the customer. Components adjacent to this bent grip tang do not show damage. The complaint regarding the instrument wrist is loose and the tip wiggles was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the force bipolar instrument wrist was loose and the tip wiggled more than it should. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no loose pins were noted. The instrument tips were not detached from the instrument. The tips were just extra wiggly. The distance intended matched the distance the instrument moved. No fragments fell inside the patient. There were no issues with removing the instrument through the cannula.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.